Event description:
Pt reported the tick/menu buttons on the infusion device are not responding. Pt removed and re=inserted the battery; still not working. Pt reported receiving an e8 (power interrupt) error message now and is unable to tick to confirm. No further information is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
Product was received on (B)(4) 2013. The soft components of the up button are worn down heavily. Therefore moisture may enter the insulin pump and destroy the pump electronics. The buttons passed the optical and functional investigation successful and meet the specification. The problem mentioned by the customer is related to careless handling of the product.